Event description:
It was reported that the patient had a surgery in response to a cerebrospinal fluid leak. The patient's physician had attempted to make three different blood patches in the week prior to report. All the patches were unsuccessful, so the physician determined another back surgery would be needed. Additionally, there had been increased pain in the patient's back since the procedure. It was noted that the patient had been getting worse since leaving the hospital. Also, it was stated that the patient was seeing an out-of-box picture and a "pa disabled" message (patient-activated dose). It was noted that the programmer was last used a week or two prior to report. The drug used in this system was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID unknown. Product type: catheter: product ID 8832, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).